Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammation drugs (dose, frequency not reported) for the event of peritonitis. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.